Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of fracture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in inappropriate shocks and untreated events in primary vector. The noise could not be recreated in initial testing. Technical services (ts) discussed this appeared to be an integrity issue and to consider an x ray. Upon reviewing the x ray, a sharp bend out of the header of this s-ICD was observed thus a pocket fracture was assumed. Ts recommended replacing this s-ICD system. It was noted that this patient was overweight and is a smoker and drinker and generally does not take care of themselves. This patient was admitted to the hospital due to bradycardia and not due to the inappropriate shocks therefore it was discussed that this patient may require different therapy. Additional testing did not produce noise with aggressive movements. This s-ICD system therapy was briefly programmed off and this patient was programmed to alternate vector and this patient was sent home with a latitude monitor. Ts discussed explant considerations with the field representative. Additional information is being requested from the field. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received that this s-ICD system was explanted and replaced with a non boston scientific transvenous system. This electrode is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in inappropriate shocks and untreated events in primary vector. The noise could not be recreated in initial testing. Technical services (ts) discussed this appeared to be an integrity issue and to consider an x ray. Upon reviewing the x ray, a sharp bend out of the header of this s-ICD was observed thus a pocket fracture was assumed. Ts recommended replacing this s-ICD system. It was noted that this patient was overweight and is a smoker and drinker and generally does not take care of themselves. This patient was admitted to the hospital due to bradycardia and not due to the inappropriate shocks therefore it was discussed that this patient may require different therapy. Additional testing did not produce noise with aggressive movements. This s-ICD system therapy was briefly programmed off and this patient was programmed to alternate vector and this patient was sent home with a latitude monitor. Ts discussed explant considerations with the field representative. Additional information is being requested from the field. This electrode remains in service. No additional adverse patient effects were reported. Additional information was received that this s-ICD system was explanted and replaced with a non boston scientific transvenous system. This electrode is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited noise and oversensing resulting in inappropriate shocks and untreated events in primary vector. The noise could not be recreated in initial testing. Technical services (ts) discussed this appeared to be an integrity issue and to consider an x ray. Upon reviewing the x ray, a sharp bend out of the header of this s-ICD was observed thus a pocket fracture was assumed. Ts recommended replacing this s-ICD system. It was noted that this patient was overweight and is a smoker and drinker and generally does not take care of themselves. This patient was admitted to the hospital due to bradycardia and not due to the inappropriate shocks therefore it was discussed that this patient may require different therapy. Additional testing did not produce noise with aggressive movements. This s-ICD system therapy was briefly programmed off and this patient was programmed to alternate vector and this patient was sent home with a latitude monitor. Ts discussed explant considerations with the field representative. Additional information is being requested from the field. This electrode remains in service. No additional adverse patient effects were reported.